Event description:
On (B)(6) 2017, an aortic valve replacement (avr) was performed and a 21mm trifecta¿ gt valve was implanted using non-everting mattress sutures in the patient's aortic position. On (B)(6) 2018, an emergency re-do avr was performed due to acute cardiac failure. Upon explant of the valve, a middle portion of right coronary cusp (rcc) was observed to be torn. Reportedly, all three cusps were excised and separated from the stent during the explant procedure. The surgeon assumed the torn right coronary cusp was likely to be caused by the surgeon's technique upon implantation as the middle portion of the leaflets are infrequently torn. Subsequently, a 19mm carpentier-edwards perimount magna ease aortic heart valve was implanted.

Manufacturer narrative:
The results of the investigation were inconclusive. The reported tear could not be confirmed as all three leaflets and the entirety of the sewing cuff were excised and separated from the stent during the explant procedure. Histopathological examination found mild fibrous thickening of all three leaflets with no evidence of inflammation or significant calcifications. X-ray revealed the stent base and ring were both deformed adjacent to leaflet 2 and stent post 3 was bent outwards. As this was an explanted valve, with damage to the leaflets and sewing cuff incurred during the procedure, it was not possible to confirm when the observed deformation occurred. The device history record was reviewed and demonstrated that each manufacturing and inspection operation was performed satisfactorily. It was confirmed the 21mm trifecta¿ gt valve, serial number (B)(4) met all defined manufacturing specifications at the time of release to commercialization. This review was inclusive of the final inspection videos which demonstrated confirmed final valve functionality without evidence of stent deformation. The cause of the reported leaflet tear could not be conclusively determined; however, the excised sewing cuff and leaflet tissue, along with the selected valve size (21mm) larger than the replacement valve (19mm), are possible evidence of oversizing, which had the potential to lead to reduced durability. The explanting physician assumed the torn right coronary cusp was likely to be caused by the surgeon's technique upon implantation.